Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that her canula kept getting bent and her blood glucose level went up to 800 mg/dl due to which she had to be hospitalized for 5 days. Currently, she is not using the pump and is not going to use the pump going forward. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.